Event description:
In 2004, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After implantation of the trunk ipsilateral leg component, a type I endoleak was noted. An aortic extender component was placed, but the endoleak did not resolve; therefore, an aneurx aortic cuff was also placed. Upon deployment of the cuff, the device migrated proximally, covering the right renal artery and partially covering the left renal artery. Multiple attempts were made to cannulate the left renal artery. All devices were ultimately explanted to restore renal perfusion. A 22mm dacron graft was used to surgically repair the aorta. The pt was discharged to the intensive care unit. The explanted devices were destroyed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see attached list of additional devices implanted in this pt: pxc201000, pxc181000. Manufacturing at site 2953161: pxa280300, pxa280300.